Event description:
Patient intubated with #7.5 ett. 10min after patient intubated pt noted to have leak. Ett replaced. Ett examined by dr. [Redacted name] after replacing tube, cuff noted not to retain air. [Redacted date] - emailed medline to confirm identity of product sample. The name medline is imprinted on the sample. [Redacted date] - medline RMA/shipping label received; medline ref# (B)(4). Manufacturer response for endotracheal tube, (brand not provided) (per site reporter) [redacted date] initial contact for product ids. [Redacted date]- sample retrieved. [Redacted date]- emailed danielle to confirm identity of product sample. The name medline is imprinted on the sample however teleflex may need to be informed as well. [Redacted date]- medline RMA/shipping label received; medline ref# (B)(4).